Manufacturer narrative:
Common device name, procode: ptk- tube, gastrointestinal (and accessories). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The physician used a cook flourish pediatric esophageal atresia device on a pediatric patient with esophageal atresia. The following was reported: the patient fell within the 4 cm parameter (3.8-4 cm) [atretic gap length] and the flourish device was placed on (B)(6) 2019. On (B)(6) 2019, it was reported to cook that the magnets did not move closer [together] and were removed on (B)(6) 2019. The magnets did not work [failure to achieve anastomosis]. The patient was reported to be doing "okay." A section of the device did not remain inside the patient¿s body. It is unknown if the patient underwent surgery post-flourish removal to repair the atretic gap. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
The physician used a cook flourish pediatric esophageal atresia device on a pediatric patient with esophageal atresia. The following was reported: the patient fell within the 4 cm parameter (3.8-4 cm) [atretic gap length] and the flourish device was placed on (B)(6) 2019. On (B)(6) 2019, it was reported to cook that the magnets did not move closer [together] and were removed on (B)(6) 2019. The magnets did not work [failure to achieve anastomosis]. The patient was reported to be doing "okay." It was determined on (B)(6) 2022 that the patient underwent surgery to repair the pre-existing esophageal atresia. A section of the device did not remain inside the patient¿s body. The patient underwent surgery post-flourish removal to repair the atretic gap. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued from section d2: ptk- tube, gastrointestinal (and accessories). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Sections a and b7 were updated to reflect additional information received from the post-approval study.